Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Special instrument extraction device for abg modular broke at the turning knob and rod junction. The surgeon was hitting the turning knob with a mallet when it broke clean from the rod in two separate pieces. The knob portion remained intact with the slap hammer junction. This event occurred during the revision of rejuvenate devices.

Manufacturer narrative:
(B)(6). An event regarding intraoperative device fracture involving a specialty rejuvenate extractor was reported. The event was confirmed. -device evaluation and results: a material analysis was performed and concluded the device fractured in overload. A material analysis has been performed. The report concluded: "both devices failed through loadings that were unexpected for the devices intended use. Component 1 failed in a shear overload with the forces applied on the side of the broken shaft. Component 2 failed in an axial overload. The base metal of the shaft was made of (B)(4). The base metal of the pin was (B)(4). No material or manufacturing defects were observed on the surfaces examined." -medical records not performed as no patient involvement and no adverse consequences were reported. -device history review: there were no reported discrepancies regarding the referenced lot. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the insert trial fractured due to overload conditions during use.

Event description:
Special instrument extraction device for abg modular broke at the turning knob and rod junction. The surgeon was hitting the turning knob with a mallet when it broke clean from the rod in two separate pieces. The knob portion remained intact with the slap hammer junction. This event occurred during the revision of rejuvenate devices.